Event description:
Lap gastric bypass- "the surgeon (dr. (B)(6)) was trying to reinforce the staple-line with a clip and when he fired the applier, the jaws stayed locked shut and with manual manipulation (on the handle) finally came open."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, the unit was found to be in lockout and could not be evaluated for functionality. The unit was disassembled for further evaluation and met all specifications. The root cause of the customer experience for the unit could not be determined as there was no clip left in the unit. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In response to the customer experience, production was retrained to minimize the chance for these incidences to occur. This document represents our final report.